Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician isolated the issue to the casters being out of adjustment. He adjusted the brake casters to repair the bed.